Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported that the patient has had two falls with the current implant. The patient said her right foot gave out and she fell. The patient had a second fall on (B)(6) and she bruised her eye, it was black and blue. The patient said she cut her nose and cut the corner of her eye and eyebrow and bruised her left side and right knee. Since the fall, the patient reported pain in the lower back and knee. No further complications were reported.